Event description:
It is reported that air in sheath occurred. During an atrial fibrillation procedure, a faradrive steerable sheath (clear) was selected. During procedure it was reported that when aspirating, device kept pulling air back. The air was observed in the syringe when inserting the farawave catheter into the sheath. No air was observed inside of the patient. Device was replaced to complete the procedure with another of the same device. There were no patient complications.